Manufacturer narrative:
(B)(4).

Event description:
Patient was implant with two trial drg leads of the same lot number. It was reported by the patient that they experienced left leg pain during post-operative programming. The date of event is unknown. Since the conclusion of the trial, patient stated they were also experiencing continuing and increasing left leg numbness, weakness and pain. Patient notified physician, however patient stated physician has declined to take action at this time.

Event description:
Follow-up information indicated the patient alleges she is continuing to experience left leg numbness as well as right leg numbness. Additionally, the patient stated that during the trial procedure, she experienced overstimulation during programming.